Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned. Based on the information reviewed and the return device analysis, the reported unintended movement issue was confirmed due to the clip opening while establishing final arm angle (faa). A review of the lot history record identified no exceptions issued to the reported lot. The investigation determined the noted clip opening while establishing faa appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report clip open while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine; however, the clip was opened while locked when establishing final arm angle (efaa). Therefore, efaa was performed two more times, but the clip still opened. The cds was removed with the clip attached and the procedure was completed with a new cds. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.